Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The wet pak was visually inspected and no obvious defects were found. The ball in the drip chamber¿s check valve moved freely per specification. A sample was received and was tested using a console. The sample could prime and tune with the handpiece, a 0.9 millimeter aspiration bypass system tip and infusion sleeve from lab stock successfully. Fluid flowed from the balanced salt solution bottle to the drain bag without any interfering. No message code appeared on the screen. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. No bubble was observed. The cleaning process was able to be performed after functional testing was completed. The sample passed functionality. Irrigation, aspiration and the pressure rate all were within specification. The root cause of the customer's complaint could not be established; the returned sample functioned per specification. This complaint has been reviewed and it is determined that no further actions will be pursed at this time as the sample met specifications. Based on our current tracking, there are no adverse trends for this reported complaint. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the surge was detected during cataract surgery. The surgery was completed after replacing the product with new one. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).